Event description:
Per the clinic, the patients parents are ¿not happy¿ with the patients progress with the device. The results of an integrity test indicate normal receiver stimulator function with some electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report.